Event description:
Customer reported that his insulin pump does not turn on. Customer stated he showed up to insulin pump training and device was still in box; insulin pump taken out of the box, trainer put battery on and the device was not turning on. Customer stated that they tried inserting other batteries and no display shown. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.